Event description:
It was reported that the device was used during an ileoanal pull through procedure. It was reported that the device was empty. Another device was used to complete the case. There was no consequence to the patient.